Event description:
It was reported, the catheter was pre-filled and checked for integrity. After insertion, blood return was confirmed to be normal. When flushing the sealed tube with saline, it was found that the connection between the extension tube decompression sleeve and the catheter was leaking, and the catheter was ruptured. The original catheter replacement was unsuccessful, and the puncture was finally repeated.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is inconclusive due to the condition of the returned sample. One 4 fr groshong nxt clearvue catheter was returned for evaluation. The proximal connector piece was returned with a small segment of the catheter attached to the metal cannula. The distal connector piece was returned detached from the proximal piece. Biological residue was observed on the sample. A functional test of flushing the catheter with water was performed, but no leaks were observed. A microscopic observation revealed no damage on the catheter segment and no obstruction within the distal connector piece. The piece was dissected, and the internal compression sleeve was observed to be slightly advanced into the tapered region of the locking mechanism, suggesting the connector may have previously been assembled. The compression sleeve was measured and found to be within specification. Because no leaks or damage were observed on the returned sample, and because the connector was returned unassembled, it was not possible to confirm the reported issue or determine the root cause of the alleged leak. Therefore, the complaint of a leak is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.